Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Company representative reported left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec and opening extended on radius. A visual and microscopic analysis was performed which identified, striated opening on radius and creases fold. Based on the device analysis, the final assessment is: a striated opening on radius assessed, as surgical damage.

Event description:
Company representative reported, left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.